Manufacturer narrative:
A ge representative evaluated the system and replaced the dowel pin between the motor shaft and the sprocket and found the motor mounts were bent and needed to be replaced. The customer was given a quote for repair of the l-am and motor, but no further information regarding repair and status of the system is available. No conclusion can be drawn.

Event description:
The customer reported, the system lost motorized movement. No pt injury was reported.